Event description:
Procedure type: prostectomy. According to the reporter: the specimen bag detaches and the metal ring pulls back, but the top part of the bag is left inside the pt. The plastic was removed from the pt and caused no further unanticipated issues.

Manufacturer narrative:
(B)(4).